Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under all three therapy electrode pads. The areas were described as hives and red welts, possibly due to an allergic reaction. The patient's doctor recommended the use of lidocaine. During a follow up, the patient reported that the lidocaine was helping but the irritation had not completely healed yet. The final medical outcome of the irritation is unknown.